Event description:
The caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace the pump, and the customer agreed to continue using the current pump and multiple daily injections as necessary. The customer was informed about receiving a replacement pump with updated software and acknowledged instructions for handling the pump return process, including putting the pump into storage mode and returning the problematic pump via ups.